Event description:
The user reported that during a unilateral peripheral intervention of the right lower extremity, the tip of a guide wire broke off in the superficial femoral artery. While attempting to retrieve the wire fragment, the end loops of the snare broke off in the pt. The physician opened another snare device and was able to break the loops off in his hands. That device was not used. The snare loops and guide wire fragment were removed from the pt through the sheath by inflating a balloon catheter. No additional harm or injury reported. Pt is reported to be doing fine.

Manufacturer narrative:
Device evaluation: the device is not expected to be returned for evaluation. A follow-up report will be submitted when the evaluation has been completed.